Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Number 14 states, "postoperative bone fracture and pain."

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately seven years post-implantation due to elevated metal ion levels and positive metal artifact reduction sequence (mars) MRI findings. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in medical records confirms the patient's right hip was revised seven years post-implantation due to pain, elevated metal ion levels, and fluid collection within the joint. Revision operative report noted cloudy joint fluid, mild corrosion of the trunnion, anteversion of the femoral stem. The acetabulum was debrided of scar tissue and all components were removed and replaced.